Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician was unable to unscrew the lead. The lead was never implanted, and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the is an issue with the distal end/electrode. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix driveshaft in the sleevehead is bent. If information is provided in the future, a supplemental report will be issued.